Event description:
It was reported that a patient presented with grade 4+ primary mitral regurgitation, posterior 2 (p2) prolapse, and p2 flail for a mitraclip procedure. It was noted that the transseptal puncture was at a lower height than adequate due to patient anatomy. The first clip [cds0702-nt lot: 30627r1034] was deployed as per instructions for use [IFU] on anterior 2 and posterior 2 leaflets. In order to achieve a grasp, a-knob was applied to gain height above the valve. Upon deployment (following retraction of the actuator knob and full retraction of the gripper levers), separation of the clip from the dc (delivery catheter) handle could not be confirmed. The dc fastener was secured and many attempts were made to slowly reposition the stabilizer and rotate the steerable guide catheter (sgc). The actuator knob was retracted an additional 0.5cm and an attempt made to retract the handle, but the problem persisted. After much manipulation, the dc handle was eventually separated and the clip deployed successfully following manipulation of the a-knob. The mr was reduced to grade 1-2. There were no adverse effects to the patient or clinically significant time delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.